Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). The dentist reported that 4 months after dental implant was installed in intraoral region #19, its non-osseointegration was observed. In addition, 36ncm of primary stability was achieved.